Event description:
The unit was returned for service because it failed self-testing and did not alarm as specified. There was no pt involvement or reported pt harm. During the repair evaluation it was confirmed that the audible alarm was not functioning. The unit has been forwarded to engineering for root cause analysis of the alarm failure.